Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however, a specific bg value was not provided. Reportedly, the cause for the reported issue was due to the customer not delivering a large enough bolus for carbohydrates consumed. The customer delivered a bolus to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.